Manufacturer narrative:
(B)(4) combined report. Additional information, including post primary and pre revision x-rays, operative notes, patient medical history and an update on the patient following the revision was requested in order to progress with an investigation of this event. Unfortunately, the only additional information that could be provided was that the devices were revised to dual mobility devices and the hip was "now stable". The appropriate device details were provided, and the relevant device manufacturing records have been identified and reviewed. It was found that all parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause could not be determined. Therefore, this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the cup and ecima liner after approximately 1 week due to dislocation.